Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a permanent implant procedure on (B)(6) 2015. On (B)(6) 2015, the patient was not receiving sufficient coverage, and x-rays determined the paddle lead had migrated to the right. On (B)(6) 2015, the patient was taken back to the or, and the lead was repositioned.

Event description:
Follow up information identified the patient is now receiving effective stimulation.